Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h9 the returned product exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. These devices are confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a persona knee instrument was returned and reported it was missing a bearing. Attempts have been made and no further information has been provided.